Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected field: d1, d4 (version or model #, UDI#). The fse stated that the fiber-optic module required replacement. Despite efforts, repair information has not been received. It is unclear if the iabp was repaired. However, the service order provided indicates that the iabp was handed over to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse suspected an issue with the fiber optic module. Further checking will be done by replacing the fiber optic module. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a fiber optic module error. The unit alarmed for the reported malfunction. There was no patient involvement, and no adverse event reported.